Manufacturer narrative:
Concomitant medical producta: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high pacing impedance out of range warning after a device change out. An x-ray showed that the lead ring electrode was not in line with the implantable cardioverter defibrillator (ICD) ring header. The device was reprogrammed and the lead continues to be monitored. The device and rv lead remains in use. No patient complications have been reported as a result of this event.